Event description:
A customer notified baxter corporate product surveillance (cps) of one clearlink continu-flo w/2 portmanifold - 10dpm nv in which a separation was observed at the manifold. This occurred when the nurse took the set out of the packaging. It was reported that the set separated in to two pieces. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported loose components in a clearlink continu-flo w/2 portmanifold - 10dpm nv. An evaluation of the complaint could not be performed as samples were not returned for evaluation and the lot number is unknown. No additional information could be obtained and samples were not made available for evaluation. As the sample is not available for evaluation, the customer reported condition could not be confirmed. If samples or additional information become available, the complaint will be re-opened and the additional information will be added to the complaint file. Additionally, no assignable root cause could be determined.